Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked case on lcd window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.